Manufacturer narrative:
On 7/9/2020, during an internal review of this file, it was noticed that event details captured under customer reported complaint #: (B)(4) were either omitted or need additional clarifications from previously reported medwatch forms: additional information received under (B)(4) indicated the reported issue was discovered before going transceptal. Physician feels the blood started coming out of the sheath due to a bwi product malfunction. Based on blood back flow it appears valve failed. Hemostasis was not compromised. Air was not introduced into the patient. Patient did not require any medical intervention. Patient did not require extended hospitalization. Patient is a male. The staff stated they introduced delivery sheath properly. There was no difficulty introducing dilator through sheath. No visible damage to sheath or dilator. Carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced with an agilis and to continue the case with no more issues. Based on the information received under complaint #: (B)(4), the complaint was assessed as not MDR reportable since there was no indication that the blood back flow was excessive and there was confirmation that the patient's hemodymanics was not compromised. Additionally, per the customer, there was no visible damage to the dilator or the sheath and no indication that the valve got detached, as such, the hemostatic valve damage was assessed as not MDR reportable. The file became MDR reportable for a malfunction upon product returned and evaluation confirmed the hemostatic valve was separated. Additional updates: 1. The lot # not reported in previously submitted 3500a medwatch reports. The lot # was verified as 00001177 during product evaluation and confirmed from the customer's initially reported complaint ((B)(4)). Field d4. Lot has been populated. 2. Based on the lot # confirmation, the catalog # was revealed to be d138502. As such, field d4. Catalog # has been updated from d138501 to d138502. 3. Based on the catalog # change, the d1. Brand name has been changed from carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. 4. Field d10. Date device returned to manufacturer was corrected from 2/14/2020 to 2/5/2020 as this is the date the device was received under (B)(4). 5. The physician name was provided as dr. (B)(6); the appropriate fields under section e. Initial reporter have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic valve separated. On, (B)(6) 2020, during an internal review it was noticed that the wrong product receipt information was omitted from the initial report in error. On (B)(6) 2020, the carto vizigo¿ 8.5f bi-directional guiding sheath - small was received by the biosense webster, inc. (Bwi) product analysis lab (pal) as a wrong device under manufacturer¿s reference number: (B)(4). Based on this information we can report that the customer¿s initial reported issue indicated that before going transseptal, when the technician removed the dilator straight out of the vizigo sheath, blood started to come out of the sheath. Sheath was replaced with an agilis sheath product and the issue resolved. The caller stated that the valve may be broken. The case continued. No medical intervention was required and there was no patient consequence. The observed hemostatic valve damage was assessed as not MDR reportable. (B)(6) has been voided, as all information has been transferred into this complaint and investigational analysis is also documented under the complaint. As such the following corrections are being processed in the respected fields: section a3 has been updated with the sex of male. Section d4 expiration date has been updated with 8/18/2020. Section h4 manufacture date has been updated with 8/19/2019. Concomitants section has been updated with agilis sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The investigational analysis completed 3/19/2020. The device was inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve may have be related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal actions were found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient [age] yo, [gender], underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small , and the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic valve separated. Initially, it was reported that the hemostatic valve appeared dislodged inside of hub. The friction ring and brim cap remained intact. No adverse patient consequences were reported. The event and picture attached were reviewed. With the picture attached to the product investigation, it cannot be confirmed the hemostatic valve was dislodged inside the hub as there was blood on the device which did not allow a clear visualization of the issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The initially observed hemostatic valve separated was assessed as not MDR reportable. However, further inspection was performed. The bwi pal received the device for evaluation. Upon initial visual inspection on 3/3/2020, the hemostatic valve was found folded inside the hub of the device. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/3/2020.